Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, withdrawal difficulties were encountered. The target lesion was in the left circumflex coronary artery. A 3.0x12mm taxus liberte drug-eluting stent was advanced to treat the target lesion but could not cross the lesion. During withdrawal, the physician encountered removal difficulties as the stent got "caught on the catheter tip and contracted and the wire ripped." There were no device fragments left inside the patient. The procedure was completed with the implant of a 2.75x13mm non-bsc bare metal stent. There were no patient complications reported.

Manufacturer narrative:
Device analysis: as no device was received for analysis, it is not possible to perform any inspections on the device. The manufacturing records have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be considered operational context due to anatomical and or procedural factors encountered during the procedure. Product unavailable for analysis.